Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level was reported to have been as low as 50mg/dl and 60mg/dl. It was reported that the customer treated with drink. It was reported that the customer would be trying to upload to carelink. It was reported that the customer would monitor and call back if issues arise.